Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Note: manufacturer contacted customer on 1/20/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her condition improved and no more symptoms are present at the time of the call.

Event description:
Consumer reported complaint for meter error and low blood glucose test results accompanied by symptoms. The customer is concerned with tests results from results obtained of 42mg/dl. The customer's expected fasting blood glucose test result range is 98mg/dl. The customer was feeling weak and dizzy at the time of the call. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: the 144mg/dl (B)(6) 2017 01:59 pm fasting: yes, the 98mg/dl (B)(6) 2017 01:59 pm fasting: yes, the 287mg/dl (B)(6) 2017 01:44 pm fasting: yes, the 281mg/dl (B)(6) 2017 09:11 pm fasting: yes, the 151mg/dl (B)(6) 2017 01:32 pm fasting: yes. Customer called stating that her meter isn't turning on upon strip insertion (which I was able to confirm by having her insert a strip-with no response but it turn on by pressing the button with the dot). Customer stated that she felt dizzy and weak but no medical attention was needed. She stated that she had eaten crackers and that she felt better (but still sounded groggy). She stated that her blood sugar levels should be about 98 mg/dl (fasting). Customer also mentioned that she received a result of 42 (fasting) previous to calling, but I was unable to find the reading in the memory. She had been storing her supplies in her bathroom. She hadn't made any recent changes to her diet but she did mention that she took 20 units of novalog instead of the instructed 15 units (due to her having eaten some candy). No back to back testing was done due to the meter and storage issue.